Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted the video showed the device with the reload loaded and the jaws were partially assembled. The knife blade appeared to be broken. It was reported that the knife was broken. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the device was difficult to unload and it would not lock for further firing. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant product: gia8038sbr, grampeador gia dst 8038s, (lot #2400700g) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after the second firing, there was no issue with the staple line and the cut, but there was an unloading issue. The reload was stuck in the stapler and could not be removed to place another. The cutting blade in the reload was found to be broken. Another device was used to complete the case. There was no patient injury.

Event description:
According to the reporter, in a gastrectomy, after the second firing in the stomach, there was no issue with the staple line and the cut, but there was an unloading issue. The reload was stuck in the stapler and could not be removed to place another. The cutting blade in the reload was found to be broken. Even after the device was fired, it would not lock for further firing. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.